Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the generator log was reviewed. There was significant pad abuse time observed in the generator data. This corroborates the observed pad condition and the generation of shaft heat. Total # of activations: 27, total activation time: 290 seconds, total abuse time: 132 seconds, % abuse time: 45.51%, max activation time: 34 seconds, max abuse time: 21 seconds, # activations with abuse time above 4 seconds: 12.

Event description:
It was reported that during a thoracoscopy with vats lysis of adhesions and hardware removal the patient received a significant burn in two places on the skin from the shaft of the device. There was tissue pad separation and it was charred. It is unknown how the patient was treated or how the case was completed. The facility has not released the device.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling, no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn? What was the exact location of the 2 burns? Was the device being activated at the time of burn? At what location(s) on the shaft did the shaft cause the burns (such as towards the tip, in the middle, etc.)? Is a photo available of the burns for medical review? What type of heat management techniques were used during the procedure? What power level was being used during the procedure? Were there any generator alert screens? Can a generator log be pulled for engineering review? Is the device available for engineering review? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. Additional information was requested and the following was obtained: what was the exact location of the 2 burns? Intercostal area of chest/sternum, attempting to remove rib plating system. Was the device being activated at the time of burn? Surgeon says harmonic was activated, inspection of harmonic showed significant pad abuse. At what location(s) on the shaft did the shaft cause the burns (such as towards the tip, in the middle, etc.)? Surgeon states that entire shaft was hot to the touch. Is a photo available of the burns for medical review? There are photos, I have not been given access to them. What type of heat management techniques were used during the procedure? N/a. What power level was being used during the procedure? N/a. Were there any generator alert screens? None that were shared. Can a generator log be pulled for engineering review? Yes that should be available. Is the device available for engineering review? Hospital has not released device. What is the patient¿s current status? In speaking with surgeon on friday, (B)(6) 2023, surgeon felt patient was doing well and recovered from burns. H6 medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Additional information was requested and the following was obtained: I have followed up with surgeon several times and patient has recovered well. I do not have the generator log an analysis of the product could not be performed since a physical sample was not received for evaluation.